Event description:
It was reported that the pacing impedance was noted to have more than doubled on the right ventricular (rv) lead. The physician opted not to revise the rv lead at this time since the patient was not dependent on right ventricular lead for normal function. Programming changes were made. The patient was being monitored. The patient was doing well. There were no reported patient symptoms or consequences.